Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element plus mr ous 3.00 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found proximal stent damage. Stent strut row 4 and row 14 from the distal end of the stent are lifted and bent back distally. The undamaged section of the crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination revealed multiple hypotube kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05-apr-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The eccentric, de novo target lesion with a bend of >=90 degrees was located in the moderately tortuous right coronary artery (rca). A 3.00x32mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.